Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10. The complaint is non-verifiable for one mobi-c implant for the failure of disassembly when removing the peek from the implant. Medical records were not provided for review. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A definitive root cause of the reported event could not be determined as this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the inserter would not unthread from the implant on the initial attempt. When the inserter eventually was disconnected from the implant, the implant disassembled and was removed. An alternate implant of the same size was implanted to complete the case. There was no reported patient harm or surgical delay.